Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture a day after implant. The cardiac resynchronization therapy pacemaker (crt-p) was set to right ventricular (rv) lead only. Further, the field representative indicated that patient had a tortuous anatomy and the lead had pulled back a bit. Additional information indicated that there was no asystole greater than 2 seconds observed. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.